Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that she had to press the buttons on the insulin pump multiple times in order to respond. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer stated that, prior to the keypad issues, the clip for the insulin pump broke, but the insulin pump did not drop. The customer later stated that her blood glucose was 401 mg/dl. The customer explained the high blood glucose was due to being off the insulin pump and using manual injections that were not working well. The customer declined troubleshooting for the high blood glucose. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.